Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture was received on march 18, 2025, with lot number 1210185 based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure an opening, broken device and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Peer/ supervisor reviewer. Biohazard bin #.

Event description:
Healthcare professional reported "capsular contracture baker grade IV". This record is for the left side. The device was explanted and replaced.

Event description:
Healthcare professional reported "capsular contracture baker grade IV". This record is for the left side. The device was explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV. A review of the device history record has been completed. No deviations or non-conformance's noted.